Event description:
The customer reported that they received a "-----? Qv" (question values) result for thb on a patient who had taken sodium nitrate. The patient later passed away. "-----?" Indicates the system has an atypical response when measuring this parameter.

Manufacturer narrative:
The customer has provided instrument log files for further investigation. The customer has not stated if they believe the instrument contributed to the patient death. The cause of this event is unknown.

Manufacturer narrative:
A review of the system data logs found that the cooximetry sub-unit on the instrument in question was performing as intended. There were no recorded system or sensor related errors/messages in and around the time of the escalated sample. For the samples in question, the optical spectrum failed to meet the internal quality requirements for whole blood and the cooximetry parameters were flagged as ¿question result¿. Parameters flagged for atypical responses are not reported. The rp500e sn (B)(6) instrument was working as intended and per its specifications, it flagged the co-ox results for this sample with a question result flag, appropriately.